Event description:
On 6 september 2019, neotract was made aware of a patient who underwent a successful prostatic urethral lift (pul) procedure where four delivery devices failed to deploy. On 16 october 2019, analysis of one of the returned devices identified that the needle had fractured and approximately 30mm of the needle tip fragment was not returned with the device. It is unclear where the missing needle fragment is. The physician was notified and followed up with the patient, who was not experiencing any issues following the procedure. No further follow up with the patient is planned.